Event description:
It was reported that the pump's plunger driver was cracked. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the tube holder on the top case was broken and the right plunger case was broken. Check syringe plunger sensor found in pump event history log. It was verified during the visual inspection the right plunger case was broken. This root cause of this issue was a result of the customer's physical damage to the device. Replaced the right plunger case and performed preventative maintenance and all functional testing which passed.